Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was transported by ems (emergency management services) to the ER (emergency room) with hypoglycemia. The patient reported she was cooking dinner and noticed her bg (blood glucose) level had declined to 68 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient reported she was cooking dinner and proceeded to cook dinner as she thought she would have time to treat the hypoglycemia. Symptoms reported include disorientation/confusion, dizziness, and an upset stomach. The patient reported before she had time to treat her hypoglycemia, she fell and hit the back of her head causing a laceration. Patient is unsure of bg level at time of fall or if she experienced a loss of consciousness. The patient was treated with glucose gel by ems and also drank some apple juice. At the ER, the patient required 5 staples for her head laceration. The patient was released after 2 hours. The pod was worn when seeking medical attention, and the patient reported she continued to wear the pod after being dismissed by the ER. The patient no longer has the pod to return.